Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). The lens cell was inspected and it was found to be clean. The optics were also inspected and no issues were observed. Finally, all channels for near and far center were aligned. The checklist activities were performed with no issues and the product was set to be ready for full use. Based on analysis results and information available, the reported observation of console smoking cannot be confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this device was smoking. Six different fibers with different debris shield were used but the problem persisted. No further information has been reported.